Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump received with intermittent button response on the escape and act buttons. Unable to determine root cause due to pump preservation. Pump received with energizer alkaline battery. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched keypad overlay, scratched reservoir tube window and minor scratched lcd window.

Event description:
It was reported that the customer passed away at home. The cause of death was still unknown pending the coroner's report. The caller stated that the customer had a blood clot in the left hip, pneumonia in the left leg, high carbon dioxide levels, fluid in the body, and low oxygen levels that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The pump had only been disconnected when the customer was in the hospital. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump was received with intermittent button response on the esc and act buttons.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.